Event description:
It was reported in an article that the study included 20 patients (22 lesions) . The supera self-expanding stent system (sess) was deployed without issues. Pre-dilatation with a plain balloon or scoring was routinely performed. Post-stenting balloon angioplasty was routinely performed. Technical success was achieved in all patients (100%). Mean follow-up time was 23 months (range, 2-64). The rates of mortality was 0% and morbidity were 10% which occurred in 2 patients. The patient after 9 months follow-up, the ultrasound showed in-stent occlusion. Re-intervention was not performed due to complete wound healing with no symptom. No additional information was provided. Details are listed in the article titled, "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect(s) of occlusion is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. A conclusive cause for the reported occlusion, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article titled, "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience".